Manufacturer narrative:
Method: reviewed device history records. Results: device mfg to applicable specifications. No mfg defects, signs of excessive wear or inclusions that would cause this failure were observed. Fracture tip showed some discoloration at the fracture site suggesting that a pre-existing fracture may have been present and became discolored due to repeated exposure to cleaning solutions and moisture. The fracture surface texture and orientation are consistent with brittle failure due to shear stress exceeding the strength of the material. Shear stress at this location is consistent with the application of torque. Conclusion: the instrument may have developed a crack and corrosion between the fracture surfaces may have caused the crack to grow over time. The fracture may have reduced the cross sectional area of the material and the normal application of torque on the device exceeded its strength , resulting in failure. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Tip of reducer sheared off during final tightening. Broken piece was removed from pt.